Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification), around the opening have non-penetrating nicks and missing piece of the shell. Capsular contracture: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and creases associated with hole. Healthcare professional later reported right side rupture was noticed during explant surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported right "any creases". Device has been explanted and replaced.